Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown - "trocar broke during a case with dr. (B)(6). The broken piece was retrieved. No additional information to report at this time." Patient status - "stable".

Manufacturer narrative:
We have done a lot trace for this customer. It shown the customer had bought lot# 1262628. The event product was not returned for evaluation. This is consistent with the initial intake of the complaint which detailed that the product would not be returned. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the exact root cause of the event could not be determined, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from team member on june 9, 2016: it was the sleeve that broke. The break/fracture occurred at the tip of the sleeve.